Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having burning pain that started on the right leg and moved to the left leg and they took oxycodone last night. The patient reported that they were having numbness and burning on their left leg. The patient stated their manufacturer representative (rep) would help them with their therapy but they were on vacation and the other rep the told them to contact was also on vacation. It was unknown if the therapy concern was related to positional movement. Patient services assisted with using the patient controller to check the therapy setting and patient said they didn¿t touch their remote other than charging their implant. They stated they did not make changes on their controller. The patient was redirected to follow-up with their healthcare provider (hcp). It was reported that the right leg burning pain which moved to the left side occurred on (B)(6)2018. The tingling and numbness and burning on the left leg began on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had burning in their legs which was a gradual change in symptoms. The patient noted they had been hospitalized for the burning pain in their legs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient said the ins was implanted for the burning/tingling sensation. The patient said it wasn¿t really burning, but like a dagger sensation. The patient said she had surgery 3 weeks ago because her spinal column was deteriorating. The patient confirmed the surgery and deterioration was not related to the scs device. The patient was currently recovering from the surgery and was told not to move or do anything, and just to relax while recovering. The patient weight was provided. No further complications were reported.